Manufacturer narrative:
B1 updated. H2 updated. H6 updated. H10 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported concerns about contours coming from a third party contouring tool when holes were created. In customer informed that with this case "brain - ptv" was read by monaco as "brain + pvt" and no alert was received from monaco. The investigation found that this issue is a limitation of the dicom standard which does not give clear guidance on the handling of donut contours. The result is that different manufacturers will handle the import of donut contours in different ways. The handling of donut contours for monaco is explained in both the online help as well as in the instructions for use. Monaco also displays its interpretation of contours it has imported and provides tools for the user to review contours/densities/occupancy, etc. Monaco did not have a malfunction and worked as designed and intended. Based upon the available information there has been no mistreatment.

Event description:
The customer reported that brain -ptv (planned target volume/planning tumour volume) is read by monaco as brain +ptv and there is no alert from monaco.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.